Event description:
It was reported that a spectrum infusion pump had constant close door messages. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter an evaluation was performed. The evaluation confirmed and reproduced the reported symptom (constant close door messages) as a door not fully latched message caused by a loose link screw. The link screws were replaced to correct this condition.